Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced "twitching". It was noted that high thresholds were seen at implant. Dislodgment was noted on fluoroscopy on the right atrial (ra) lead the day following implant. It appeared slack decreased and pulled back when the patient stood up. During the revision procedure an issue was noted and the lead did not tighten when the torque wrench was tightened. Possible grommet and set screw damage was noted on the implantable pulse generator (ipg). After explant of the lead, it appeared the helix was deformed, which it was noted may have been caused by the users hand. The lead was replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.